Event description:
It was reported that the surgical fiber "just quit working" at 198,345 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury. The reported issue is not considered to be reportable. The MFR is filing this based on the failure analysis results.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber was found to have circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the system's fiberlife function, which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or sent the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.